Event description:
It was reported that the patient was having heavy, serous drainage from their thoracotomy site and their driveline. The area was cultured and the results showed 2+ corynebacterium species (diphtheroids). The patient was given 100mg twice a day (bid) doxycycline for 14 days. Additionally the patient had a wound vacc placed at their thoracotomy site to help the wound heal. The patient was recovering at home as of (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for mlp-028044 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07oct2021. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information provided. The manufacturer is closing the file on this event.